Event description:
Incorrect pt selected by using the barcode reader.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/02/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The battery was installed incorrectly. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged power issue started on (B)(6) 2010 at 9:00am. The cca noted that the patient manages her diabetes with insulin. The patient informed the cca that she takes 1 unit of humalog insulin for every 8 grams of carbohydrates she has. The patient denied making any changes to her usual diabetes management as a result of the alleged issue. However, between 12 and 4:00pm that same day, the patient claimed she began to feel tired, shaky and her hearing was affected. The patient reported treating herself with 2 units of insulin at an unspecified time on (B)(6) 2010. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendations. In addition, the cca confirmed that the patient was using the correct test strips. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.